Event description:
During a standard treatment, a pt received a very small burn by a dental electrical handpiece. No medical care was necessary and pt healed already.

Manufacturer narrative:
During a standard treatment, a pt received a very small burn by a dental electrical handpiece. No medical care was necessary and pt healed already. The analysis of the handpiece did show that the bearings have been gritty. The head of the handpiece had dents at the back cap causing the backcap to stick in. Hence backcap has been rubbing on bearings causing the head to heat up. The user instruction informs that a handpiece which is running out of specification mustn't be used. Reported due to the 2 year presumption rule. The second burn mentioned in the complaint was caused with different handpiece and is reported with MDR# 3003637274-2011-00058.